Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented remotely via merlin.net transmission with nonsustained rv oversensing episodes. The device was post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on stored egm. Programming changes were recommended.